Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to verify back light anomaly due to blank display. No battery cap cracked/damaged found during inspect.

Event description:
The customer reported via phone call the insulin pump was exposed to moisture. The customer¿s blood glucose was 181 mg/dl. The customer was changing the battery in the bathroom and the insulin pump slipped from his hands and fell in the toilet without the battery cap on. The insulin pump was failed due to water damage. The troubleshooting was performed for the fluid exposure. The insulin pump will be returned for analysis.